Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. -medical records received and evaluation: ¿no x-rays, no examination of explanted components, no histopathology, and no documentation of elevated ion levels or mars MRI consistent with altr, pseudotumor, or metallosis are available. Absent revision operative report of (B)(6) 2015 is noted. There is no evidence that any of this patient¿s clinical problems were the result of factors of faulty component design, manufacturing or materials.¿ -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received for evaluation. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient was revised due to dislocation. Femoral head and liner revised.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Patient was revised due to dislocation. Femoral head and liner revised.